Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when removing the lead guide during implant, part of the right ventricular (rv) lead connector became separated. The lead was not implanted and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Event description:
It was reported that when removing the lead guide during implant, part of the lead connector became separated. The lead reportedly fractured and insulation damage was noted. The lead was not implanted and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5; h6 device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The connector sealing rings of the lead were extrinsically damaged. The interior superior vena cava cable was extrinsically pulled/stretched. The interior right ventricular defibrillation cable was pulled/stretched. The distal low voltage electrode of the lead was covered in blood. The inner insulation of the lead became extrinsically distorted due to p ulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The insulator at the proximal ring was damaged with the adhesive pulled away from the body on the connector of the lead, extrinsic damage. The inner insulation was distorted at multiple locations on the lead, extrinsic damage. The exposed svc coil was distorted at 36.7 cm, extrinsic damage. The exposed rv coil was distorted at 61 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.